Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient¿s wearable failed and the patient had no replacement wearables available, therefore, the patient was no longer in an active sensor session. It was reported the patient was then ¿not able to monitor their bg¿. Around 6:30 am the same day, the patient was vomiting and ¿in distress¿. Emergency medical services (em)s was called and the patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 386 mg/dl. The patient was treated with IV insulin and admitted to the ICU for overnight observation. The patient had no change in her condition and was currently in the ICU at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.